Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy procedure, the device cut, but staples were unformed. Opened another device to complete the case. There was no consequence to pt.